Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported during use and upon removal the string pulled out of all the tampons from three packages. She was able to manually remove the tampons and did not seek medical assistance.